Event description:
Customer reported that the device would not power on battery source. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that the battery was not plugged in. Physio plugged the battery in, charged it and observed proper device operation. There was no failure found with the device. Physio updated the device software and observed proper device operation through functional and performance testing before returning it to customer for use.